Event description:
Pt reported having problems with the infusion device. Pt stated the infusion device delivered inaccurately and she had an elevated blood glucose level of 550 mg/dl. Pt reported she changed the infusion set and the batteries; no success. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.